Event description:
It was reported that during a neurovascular procedure performed by the neurosurgery department at the user facility, the manifold clogged. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a neurovascular procedure performed by the neurosurgery department at the user facility, the manifold clogged. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information added for d10, h3device evaluation: follow-up report submitted to document the device was discarded by the customer, no evaluation is possible. H3 other text : discarded by user